Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device failed to deliver current. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with ¿no problem.¿

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the device failed to deliver current. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with ¿no problem¿.